Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, neuromuscular problems and other issues. It was reported that the patient underwent the following procedures: (B)(6) 2007: revision due to erosion and recurrence. On (B)(6) 2010: revision due to extrusion. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05193. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05193. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent a&p colporrhaphy and anal sphincter repair.

Event description:
It was reported that the patient concurrently underwent a&p colporrhaphy and anal sphincter repair.